Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site reported the uti's were not related to the device or therapy and unlikely related to the implant procedure and an "other etiology" was noted that the patient has a history of recurrent uti's. No further complications were reported/anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a recurrent urinary tract infection (uti). Intervention included medications administered on (B)(6)2017. The event resulted in an emergency room visit and in-patient hospitalization. Laboratory testing showed a uti with e. Coli and esbl on (B)(6)2017. It was reported that the event was unlikely related to the device or therapy and unlikely related to the implant procedure. The patient had a history of recurrent utis. There was a report that the patient had symptoms of fever, bilateral flank pain, dysuria, and nausea. The patient was admitted for chronic uti and treated with IV antibiotics then discharged on 2017-06-30. In-patient hospitalization or prolongation of existing hospitalization which resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event resolved without sequelae on 2017-06-30. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.